Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, although customer was still able to interact with pump and confirmed damage under screen protector. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.